Manufacturer narrative:
Data was unable to be retrieved from the pod due to post use damage. Cracks were observed on the pod, the chips on the pcb were cracked, and internal damage was observed that aligned with damage underneath the top housing. Because data was unable to be obtained as a result of post use damage, it could not be determined if a hazard alarm was generated by the device. The soft cannula was also observed to be pinched. Fluid was able to flow throughout the fluid path. The timing and cause of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone13.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after more than 48 hours of wear, the pod emitted a hazard alarm. The patient was unable to recall the specific error message but noted that it instructed the user to replace the pod if the problem persisted. This led to the patient¿s blood glucose levels increasing to approximately 333 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and a damaged cannula was identified.